Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a bent cannula issue due to which the patient experienced hyperglycemia and diabetic ketoacidosis, which the patient self-treated with correction boluses. The patient went to the emergency room and upon arrival, patient's blood glucose level was in 300s mg/dl. The pump was taken off, and the patient was given insulin via intravenous route and saline. The doctor deemed this a dangerous event. When the patient left the emergency room, blood glucose level was in 200s mg/dl and the patient was still not feeling well. Subsequently, the patient was admitted to the hospital where the patient received insulin and saline via intravenous route, which resolved the issue. There was no permanent damage to the patient. The infusion set had been in use for three days. The patient stayed in the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.